Event description:
During a percutaneous coronary intervention, an expired product was implanted in the patient. There was no patient injury. The account has initiated measures to insure that this type of event will not occur.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.